Manufacturer narrative:
On 09/06/2019, mentor became aware of additional information indicating the patient's mentor devices were mentor memoryshape breast implant 375cc, catalog# 3341255g, serial# (B)(6), serial# (B)(6). Reoperation was undertaken due to patient dissatisfaction with the outcome of the procedure. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unspecified complications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unspecified breast surgery with unspecified mentor gel implants and experienced unspecified complications post-operatively. As a result, the patient underwent explantation on (B)(6) 2010. Both devices were replaced with unspecified allergan implants. This report is for the first of two devices.